Event description:
It was reported that difficulty removing the device occurred, resulting in tip detachment. The patient underwent a coronary percutaneous coronary intervention (pci). A rotawire drive was selected for use. During the procedure, the rotational atherectomy guidewire was advanced through the lesion for treatment. After the procedure, there was difficulty in withdrawing the guidewire. Subsequent imaging revealed that the tip of the guidewire was retained in the proximal distal segment of the right coronary artery. An attempt was made to retrieve the guidewire using a foreign body snare, but it was unsuccessful. Finally, a stent was placed to cover the residual guidewire segment and the procedure was completed. There were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).